Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen was stuck on the error message window prompt. A technical support specialist assisted customer perform hard reboot on the device to resolve this issue. The system functioned as intended after field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis ciisafe system fridge door was not unable to open. The customer stated that the malfunction occurred when user trying to remove medication for the patient and there was around 30 minutes delay in dispensing workflow. There were no adverse events or injuries reported based on this event.